Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use in a cardiac catheter lab, the autopulse platform device kept stopping and displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and ua 17 (max motor on time exceeded) messages. No other information was provided. There was no adverse patient impact reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no visible damage to the platform a review of the platform archive log showed that on the reported date of the event (2/10/2016), a battery (s/n (B)(4)) was inserted and 1521 compression were completed after which user advisory 1 (low battery/replace battery) message was observed. Another battery (s/n (B)(4)) was inserted and user advisory (ua) 45 (not at "home" position after power-on) message was observed. The user cleared this error by pulling on the lifeband to bring the shaft to its home position. The archive also showed one ua 07 (discrepancy between load 1 and load 2 too large) and four ua02 (compression tracking error) messages. The log revealed that after the platform performed 7 compressions, a ua 17 (max motor on time during active operation) message occurred probably due to the patient being stiff. The user cleared the message and after 1157 compression, the platform displayed ua 2 which typically occurs if the patient is misaligned or moved and/or the lifeband is opened. The platform performed 35 compressions during which 4 ua 17 messages occurred. The user cleared the messages and the platform performed another 690 compressions resulting in ua 1 indicating that the battery was depleted after performing 1,889 compressions on a stiff patient. Ua 1 was followed by ua 11 (max patient surface temperature exceeded). The platform was functionally tested and the autopulse platform exhibited no error messages indicating that the customer was able to clear the error messages observed in the archive log during the date of the event. The platform was run on a normal manikin and large resuscitation test fixture (lrtf) for 40 minutes in 30:2 mode and 40 minutes in the continuous mode without any issues. Additionally, the platform passed load cell characterization tests. In conclusion, the customer's reported complaint of autopulse displaying ua 7 and ua 17 was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Therefore, the probable root cause for ua 7 is that the patient weight was not distributed evenly on the load cells. The probable root cause for ua 17 is that the patient was too stiff. The platform passed all the functional testing criteria.